Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2018962. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at the connection site. The following information was provided by the initial reporter: the patient was admitted to the hospital for chronic heart failure and was given intravenous puncture with an indwelling needle. The white end cap of the indwelling needle connection seat leaked. The indwelling needle was indwelled for two days, and the white end cap could not be tightened and slipped. The needleless connector was installed for replacement, and no harm was caused to the patient.